Event description:
The hard plastic port at the top of the feeding tube has a small cut/tear. There is a small black arrow drawn onto the device pointing at the cut. This cut causes the device to leak.